Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, the customer experienced elevated blood glucose, however, a specific value was not provided. Cause was not known. Although requested, the customer declined troubleshooting.